Manufacturer narrative:
Com-(B)(4)

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed, and the inspection passed. Voltage testing was performed, and the test passed. Functional testing and a pairing test was performed, and the tests passed. A review of the downloaded data lot confirmed the reported inaccuracies. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated he was with friends when the cgm was displaying 255mg/dl. Based on the reading on the cgm, the patient dosed himself with insulin and after treatment, he started to feel bottomed out and checked his bg which was 55mg/dl. The patient's friends called the paramedics and when they arrived, the patient stated they gave him a shot of something to raise his bg. The patient was transported to the emergency room (ER) and upon arrival, they had blood work done. It was indicated that the patient's blood sugar was going low again and was given peanut butter and crackers. Once the patient's bg came back up, they were released from the hospital. At the time of contact, the patient was doing well. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.